Manufacturer narrative:
Despite multiple requests for further event information and the return of malfunctioning product, no further information or products are available. The lot number associated with this malfunction is unknown. However, it was reported that it could be either lot #41458056 or 42251880. Device history records were reviewed with no related findings. A historical complaint review was completed, with one complaint reported for a similar product. It was reported that the glue was drying up and could not stick right out of the package. Limited information is available, lot number is unknown and product was not returned for investigation. Applications instructions for grip-lok securement devices include; preparing the skin according to the standard hospital protocol for dressing application. Skin must be clean and dry prior to the application of grip-lok devices. (B)(4).

Event description:
It was reported that the grip-lok bandage was not sticking properly.